Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the two samples that generated the non-reactive result showed a positive growth curve with an unusual shape. The investigation did not identify a root cause.

Event description:
There was an allegation of non-reactive parvo-b19 results for one patient sample using the cobas® dpx assay on a cobas 6800 analyzer. Initially, the plasma sample in question, part of a routine pool of 96, generated a parvo positive (> titer max) result. The resolution as pools of 6 showed for one sample, a parvo-b19 non-reactive result. The customer tested the 6 samples from the pool individually and received for once again, a b19 non-reactive result.